Manufacturer narrative:
Therapy date is estimated.

Event description:
Product manufacturer reference number: 3006705815-2019-03907. It was reported that the patient was not getting adequate therapy. As a result, the device was explanted about 8 months ago.